Manufacturer narrative:
(B)(4). Batch number ==> r5863c. Investigation summary ==> the analysis found that one plee60a device was returned with no apparent damage and with one gst60t cartridge reload loaded on the device. The reload was received fully fired. In addition another gst60t cartridge was received fully fired and with damage on cartridge deck. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occurs. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a lap gastric sleeve, the device was fired on stomach, the tissue was very thick. After firing, the surgeon noticed a small sliver of what appeared to be of plastic. It was taken out. The staple line formed correctly. Case completed with another device of the same product code. There were no patient consequences reported.